Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown, no lot number has been provided. No product sample was received; therefore, visual and functional testing could not be performed. As no lot number was provided, a review of device records could not be conducted. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that on (B)(4)2025, a patient experienced a "line blocked" alarm. There was no patient injury. Patient details were provided: the patient is 54-year-old, non-hispanic white male, weighing 128.